Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the power wiring harness was damaged and the ac adapter was damaged beyond viable use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the reported condition was the damaged power wiring harness and ac adapter. The power wiring harness and ac adapter will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ac power connection on a novum iq large volume pump was broken. The pins from the ac power adapter were broken off inside the connector. This issue was observed in the biomedical service department. There was no patient involvement. No additional information is available.